Manufacturer narrative:
The reported product is an unknown gem flow coupler device. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that when anastomotic patency was compromised with use of a gem flow coupler, the device allowed for salvage of a compromised flap 70¿79% of the time. The physician reported "there were cases when it was detected that the flap couldn't be salvaged" (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.